Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to dust or waterdrop adhering to the contacts. However, the cause of the suggested poor contact could not be identified. The instruction manual identifies the following verbiage, ¿never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during maintenance, a b30 scope communication error message was observed for the device with 190 series scopes. There is no patient involvement.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (B)(4). This device had another b30 error message event shortly after this one. The second event is captured in medwatch with patient identifier (B)(6). The technician went on site to evaluate the b30 error message observed for the device. The technician cleaned the base contacts of the device. When tested, the issue of the b30 error message was resolved. Since there was a second event for the b30 error message thereafter, the customer has accepted a proposal to replace the connector as a precautionary measure. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.